Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the power manager board did not charge the batteries of the heart lung console as expected. The event occurred when the heart lung console was plugged in. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Investigation in progress, but not yet concluded.